Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd q-syte¿ luer access split septum had luer leakage. The following information was provided by the initial reporter : the customer reported that the hcp connected q-syte to a huber needle and started infusion of the anticancer agent (endoxan). The hcp then discovered that the bed sheet was wet and the infusion fluid seemed to be leaking from near the q-syte.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-21. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received four photographs which displayed a q-syte device without the blue dust cap or packaging. There were no abnormalities or damages observed in this photo. One used q-syte unit was received for evaluation. Damage was not found to the top or bottom body (polycarbonate) of the q-syte device. A tear at one end of the slit at the septum top and bottom disks was observed. The septum top and bottom slits are centered in the correct location and no other damage is observed to the septum top and bottom disks. A column tear assessment revealed there is a column tear to the septum column wall near the vent hole. Column tears are indicative of leakage. There are also traces of adhesive wicking inside the top body where the column tear occurred. A water leak test was performed where leakage was observed in the actuated position near the vent hole. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing tear(s) at the top and/or bottom disk can be caused due to a damaged, dull or misaligned blade during the septum slit process. During use, damage to the septum as seen in the unit, can occur due to excessive actuations and extraneous force and commonly result in leakage. Because the device has been opened and used, misuse is likely and cannot be ruled out. DHR review cannot be conducted because a lot number is not provided. H3 other text : see h10.

Event description:
It was reported that 1 bd q-syte¿ luer access split septum had luer leakage. The following information was provided by the initial reporter : the customer reported that the hcp connected q-syte to a huber needle and started infusion of the anticancer agent (endoxan). The hcp then discovered that the bed sheet was wet and the infusion fluid seemed to be leaking from near the q-syte.